Event description:
It was reported that post implant, the band has a leak, therefore band will be replaced with a new one.

Manufacturer narrative:
(B)(4): information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.